Event description:
It was reported that, during a sensor insertion attempt, the customer noticed a sensor break. The customer stated that when she removed the sensor, the sensor was split in two. She reported that she was able to remove the sensor cannula from her skin and insert another sensor without issue. The blood glucose reading was 129 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 open/used sensor and performed a visual inspection and found a broken sensor cannula, and the broken part was not found. It could not be confirmed whether the customer had received the sensor in said condition due to the customer having returned the sensor opened/used.